Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose level was unknown. It also stated that insulin pump received another alarm after battery change. The customer will not return insulin pump for analysis.